Event description:
The customer reported to olympus, the insertion part was detached from the rhino-laryngo videoscope. Inspection and testing of the returned device found resin fell off the image guide coil. The event occurred during an endoscopic image examination. There was no delay in the procedure as it was completed using the visera elite xenon light source. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the watertightness was not maintained due to a break in the insertion tube. Furthermore, the objective lens was cracked, flare occurred due to cracking of the objective lens, the curved rubber adhesive part was missing, and the bending angle was insufficient due to the elongation of the angle wire. In addition, the operation part, the switch box, the grip, the angle lever, the up/down plate, the universal cord, the video cable, the video connector, the light guide connector, and the video connector case were all scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the peeling of the insertion tube. The investigation was unable to determine if the issue was caused by mishandling, stress on the device, or other factors. A root cause was not established. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted if additional information becomes available.